Event description:
It was reported that during a laparoscopic sigma procedure, device did not staple but cut, in the situs there were unformed staples, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? Were the staples deployed into the tissue? Were the staples seen in the surgical field? If yes, what was the shape of the staples (b-formation, irregular, legs straight)? (B)(6) female patient; (B)(6). Pre-op diagnosis: perforated sigma diverticulitis. Device could be closed and fired on tissue without any anomalies. The characteristic cracking noise could not be clearly heard. The device could be removed from situs without any problems. The anastomosis appeared to be completely insufficient. Staples were unformed circumferentially. The surgeon made another resection and used a second cdh29a to finish the procedure successfully. There were no negative consequences for the patient. The anastomosis was performed in double-stapling technique. Three devices will be returned - one used device and two unused devices.

Manufacturer narrative:
(B)(4). Batch # l55145. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.